Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported to boston scientific corporation that a urolok ii adaptor was delivered to the facility on (B)(6) 2023. Upon arrival it was noticed that the box was damaged. Additionally, it was reported that the sterility of the device was compromised. There was no patient involvement reported.